Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2022 while using the 5.5 healix advance br3sut w/oc device, the handle came off when the surgeon tapped the inserter with a hammer. According to the report, the event occurred when the surgeon tried to detach the inserter after the surgeon deployed the anchor. It was reported that the inserter was too tight to detach from the anchor. The procedure was completed less than 30-minute surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information received, it was reported that ¿the handle came off¿. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (7l96211), and no non-conformance was identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch ill be filed as appropriate. Investigation summary : the complaint device was received and evaluated. The device's shaft is separated from its handle. The inserter tip was found bent. The inserter tip hexagonal surface is soft, another anchor was inserted to verify if the anchor gets stuck, the anchor was able to slide freely with no obstruction. A manufacturing record evaluation was performed for the finished device 7l96211 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to a bending force applied to the device when it was going to be removed, as per the bent inserter tip. This force can overload the anchor making it difficult to separate form the inserter. The handle detachment can be attributed to the hammer tapping. As per IFU: do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.